Event description:
A customer reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to perform a complete pump reset and will follow up if the issue persists, but they do not have a charging cable at the moment and will contact support once home for further troubleshooting. Customer did not follow through with follow up.